Event description:
The catheter was placed 06/24/97 for chemotherapy. The pt reported swelling around the site on 06/26/97. On 06/30/97, the pt had a hematoma at the site, when the surgeon flushed the catheter, more swelling of the hematoma was noted. The catheter was removed. The patient's chemotherapy had not started when the problem with the catheter was found.

Manufacturer narrative:
The device history review showed nothing related to this incident.